Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. One of the shocks put the patient into ventricular fibrillation and the second shock successfully converted it. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. One of the shocks put the patient into ventricular fibrillation and the second shock successfully converted it. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. One of the shocks put the patient into ventricular fibrillation and the second shock successfully converted it. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.